Event description:
The hospital reported that the scope was defective and the lens was foggy. It did not happen during the procedure nor was it used in a case. There was no patient involvement reported. Customer returned the scope for a replacement.

Manufacturer narrative:
Investigation details: maquet received the scope on 10/2/08. The visual inspection showed that there were scratches on the tube shaft and the optic was compromised. Maquet shipped the scope to scholly fiberoptic, our contract manufacturer, on 10/8/08 for further investigation. A supplemental report will be submitted when the OEM's investigation has been completed and maquet receives the failure analysis.